Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) unit is not working. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(4).a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. ECG cable to be replaced. Operational tests carried out with positive results. The customer will provide the replacement.

Event description:
N/a.